Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of three for the same event; see also 3004485144-2016-00204 and 00205.

Event description:
The sales associate reported that during an anterior cervical discectomy and fusion (acdf) surgery, the physician was implanting screws into the maxan plate and all three screw drivers broke.

Manufacturer narrative:
Corrected information in device product code.

Manufacturer narrative:
The returned device was examined. The hex was found slightly worn and the shaft was slightly bent. There was no fracture detected as originally reported. A functional check with mating screws found the inserter to function as expected. However, the worn hex may have contributed to the surgeon having trouble implanting the screws. The labeling was reviewed and found to contain sufficient instructions regarding device usage. There was no patient injury, adverse event, or medical intervention associated with this report.